Manufacturer narrative:
Additional computer testing found that the inside of the chassis had a lot of lint which could have induced conditions of overheating due to blockage of cooling vents. Due to the condition and age of the computer, repair was not possible and the computer was retired from service.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site (B)(4) 2014. Medtronic investigation of returned suspect computer finds that the computer with fusion 2.2.2 does seem to run slowly when tested. Perception of slowness is likely related to the speed of another computer type which is faster within the ent application. There was some physical damage to the external scsi cable when received. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic ent representative reported a navigation system that was unresponsive. No further details regarding the concern were provided. There was no patient present when this issue was identified.